Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the sheath was detached and kinked and the sleeve was in good condition. Microscopic inspection showed the guidewire exit port and tip were in good condition. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. The device was taken apart and checked for adhesive in the sleeve and strain relief which was observed in good condition.

Event description:
Reportable based on device analysis completed on 9nov2023. It was reported that occurred. The 80% stenosed target lesion was located in the left anterior descending artery to left main artery. The opticross hd imaging catheter was introduced for ultrasound examination of the target lesion but could not cross the lesion. The device was removed and flushed, but saline was leaking from the side. The procedure was completed with another of the same device. There were no patient complications reported and the patient condition following the procedure was stable. However, device analysis revealed sheath detachment.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the sheath was detached and kinked and the sleeve was in good condition. Microscopic inspection showed the guidewire exit port and tip were in good condition. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. The device was taken apart and checked for adhesive in the sleeve and strain relief which was observed in good condition.

Event description:
Reportable based on device analysis completed on 9nov2023. It was reported that occurred. The 80% stenosed target lesion was located in the left anterior descending artery to left main artery. The opticross hd imaging catheter was introduced for ultrasound examination of the target lesion but could not cross the lesion. The device was removed and flushed, but saline was leaking from the side. The procedure was completed with another of the same device. There were no patient complications reported and the patient condition following the procedure was stable. However, device analysis revealed sheath detachment.